Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. On an unreported date, the patient was admitted via emergency room with abdominal pain and was diagnosed with peritonitis. Six days after the event onset, the patient was discharged from the hospital with oral medication (keflex, the dose and frequency was not specified). The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.